Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: opening on anterior and black mold in the shell. Leak test and microscopic analysis was performed which identified: puncture opening on anterior and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated puncture assessed as surgical damage consist in the use of some surgical tool. A striated broken on plug strap assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern about textured product.

Event description:
Healthcare professional reported bilateral exchange of implants "due to voluntary recall (asymptomatic patient)." Healthcare professional added "plug strap separated" for the left side. Device has been explanted.